Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device failed, confirming the reported event of an intermittent audio output. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2014 requesting a call back to patient claiming to be experiencing intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom technical support made contact with patient on (B)(6) 2014. Patient claimed testing of the alert functionality and reported tone alerts were not functional, but device did vibrate.